Event description:
It was reported that the patient received an inappropriate shock due to noise on a fractured right ventricular lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The device has been returned to the manufacturer and will be analized.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor was found to be fractured/flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4194 implantable pacing lead, (B)(6) 2006, d224trk implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).